Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The scope detection slide did not work, and the light control was disabled due to the scope socket being found to be faulty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunction occurred due to a faulty scope socket. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera xenon light source would not stay connected via the connector. It is unknown when the issue was found, and no procedural information has been provided. There were no reports of delays or patient harm.